Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered, the 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). After predilation was done with a 2.0 x 20 unspecified balloon catheter, a 8 x 4.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. There tip of the device was slightly bent. This type of damage is consistent with the device meeting an obstruction during an attempt to cross a lesion. A visual and microscopic examination found no issue with the profile of the device¿s inner or markerbands. A visual and microscopic examination of the stent found that the struts on the two most distal rows were raised off the balloon material. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).